Event description:
It was reported that occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.